Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarm with the freestyle librelink application. Attempted to replicate the user¿s complaint using similar device configuration and successfully received high and low alarm notifications. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. H10 (additional mfg narrative) was incorrectly documented in the follow up report no.1. The correct h10 (additional mfg narrative) has been updated.

Event description:
An alarm issue was reported with the adc application software version 2.8.4.9335 is use with a samsung galaxy s12 phone with android operating system version 12. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level and was unable to self-treat, requiring paramedics to transport the customer to a hospital for treatment where they received unspecified sugar (by oral administration) for a diagnosis of hypoglycemia. No other treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported having signal loss with the freestyle librelink application. Successfully received high and low alarm notifications using a similar configuration, and was unable to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application software version 2.8.4.9335 is use with a samsung galaxy s12 phone with android operating system version 12. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level and was unable to self-treat, requiring paramedics to transport the customer to a hospital for treatment where they received unspecified sugar (by oral administration) for a diagnosis of hypoglycemia. No other treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc application software version 2.8.4.9335 is use with a samsung galaxy s12 phone with android operating system version 12. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level and was unable to self-treat, requiring paramedics to transport the customer to a hospital for treatment where they received unspecified sugar (by oral administration) for a diagnosis of hypoglycemia. No other treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation will be performed and a follow-up will be submitted once all investigation activities have been completed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and the samsung galaxy s12 device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. Successfully received high/low glucose alarms on samsung galaxy note10 using a known good libre 2 sensor. No issues were identified with librelink application. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application software version 2.8.4.9335 is use with a samsung galaxy s12 phone with android operating system version 12. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level and was unable to self-treat, requiring paramedics to transport the customer to a hospital for treatment where they received unspecified sugar (by oral administration) for a diagnosis of hypoglycemia. No other treatment or medication was reported. There was no report of death or permanent impairment associated with this event.